Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported several cases of toxic anterior segment syndrome/inflammation/endophthalmitis following intraocular lens (iol) implant procedures dating back to late 2017. The reporter did not specify which adverse event mentioned was related to this specific case. Additional information was provided indicating a negative culture result for this specific case. Additional information was provided by another physician, who reported that the patient developed mild corneal edema, conjunctival inflammation, 3+ aqueous cell and hypopyon. Approximately, 5 weeks postoperative, the patient was examined by another physician, who referred the patient to retina for ¿endophthalmitis¿. One doctor believes that this is endophthalmitis and the other doctor believes that this was a delayed inflammatory event. A tap (culture) and injection of antibiotics were performed. To the physician knowledge the culture results were negative. The event resolved.